Manufacturer narrative:
This supplemental report is submitting to correct "device product code".

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result and additional information. The facility had reprocessed the subject device using non-olympus endoscope reprocessor (soluscope). The subject device has not been returned to olympus medical systems corp. But was returned to olympus(B)(4). Following additional high level disinfection at (B)(4), the subject device was sent to a third party laboratory for additional microbiological testing. In the additional test, the suction chanel of the subject device tested positive for neisseria sp. (3cfu/100ml) but the test result cleared (B)(4) guideline.

Manufacturer narrative:
The subject device has not been returned to olympus medical systems corp. Omsc reviewed the manufacture history of the subject device and confirmed no irregularity the exact cause could not be determined at present. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during routine surveillance culturing test by the facility, the subject device repeatedly tested positive for pseudomonas aeruginosa as following. In 2016, the subject device tested positive for pseudomonas aeruginosa and klebsiella pnemoniae (the number of the bacteria were not informed). On (B)(6) 2017, the biopsy channel tested positive for pseudomonas aeruginosa (>100 cfu/100ml). On (B)(6) 2017, the biopsy channel tested positive for pseudomonas aeruginosa (9 cfu/100ml). On (B)(6) 2017, the subject device tested positive for pseudomonas aeruginosa (70 cfu/100ml). There was no report of infection associated with this event.